Manufacturer narrative:
Product ID 3093-28, lot# v318137, implanted: 2009 (B)(6), explanted: 2010 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a total device system removal. It was noted that 3 months after the initial implant, the device was "almost out of her skin" and that the patient could "reach back there and take the device." It was stated that the device was reprogrammed "several" times and that the patient felt "electric shocking" throughout her body. It was further reported that the patient had problems with "awful shock feeling sensations." It was stated that the device "worked its way out" of the patient's skin "within 1.5 months." It was noted that the manufacturer representatives tried "3 or 4 times" to try to get the device "in sync." It was indicated that the problem was that the doctor did not implant "far enough down." It was stated that the patient chose not to have the device replaced. If any additional information is received, a supplemental report will be sent.